Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis is completed.

Event description:
The customer stated that he was hospitalized due to diabetic ketoacidosis. Troubleshooting was performed and the insulin pump passed the lead screw test. During the prime test insulin was delivered, but the customer stated that he did not think that the proper amount of insulin was delivered. The customer was sent a replacement insulin pump.